Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the spare lamp indicator was blinking and the main lamp was working but the spare lamp was not working. The problem, as reported to olympus, was identified during maintenance of the device. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon, ¿the emergency light indicator on the front panel blinked due to the failure of the emergency light¿ was due to the failure of the emergency light. The cause of the failure was not identified. It was recommended to replace the emergency lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.